Manufacturer narrative:
Complaint conclusion: as reported, the stent of an 8mm x 40mm precise pro x carotid self-expanding stent (ses) delivery system failed to release properly and was unable to be deployed. There were no reported injuries to the patient or signs of infectious disease. This was during a carotid artery stenting (cas) procedure performed by a trained operator. The vessel characteristics at the target site included moderate calcification, severe tortuosity, and 70% stenosis. The device was stored and prepped per the instructions for use (IFU). The handle of the device was held flat and straight outside of the patient. There was no difficulty removing the delivery system from the patient, and it remained in one piece during its removal. There was no indication that the stent was partially deployed when removed from the patient, and no attempts were made to deploy the stent after it was removed. The device will be returned for evaluation. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. A thorough inspection revealed the following conditions: the device was not deployed, with the stent properly mounted in the manufacturing position. The outer sheath was separated, exposing the braid wire of the rx port. This separation was located approximately 20.5 cm from the distal tip. A kink was observed approximately 5.5 cm from the distal tip, where the stent is mounted, compromising the deployment mechanism. The hemostasis valve had a disassembled plastic nut. No other outstanding details were observed. Dimensional analysis was performed to verify the correct od/ID of the outer sheath. Measurements taken near the separation were within specification. Due to the severe damage observed on the device, functional analysis could not be performed. However, a simulated deployment process was conducted to determine that the inner shaft ran freely. The device was set in the manufacturing position, the hemostasis valve was reassembled and then unlocked on the stent delivery system. The stent deployment functional test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The hypotube traveled toward the distal tip as expected, with no resistance observed between the inner shaft and the outer sheath. The separated area was evaluated with a vision system, revealing elongations on both edges of the exposed braidewire. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it appears the device was subjected to a tensile force that exceeded the material¿s yield strength prior to the separation. The area where the stent is mounted was also inspected, confirming the kinked condition between the stop and the proximal edge of the stent, which compromises the deployment mechanism. The reported issue of ¿stent delivery system (sds) deployment difficulty unable¿ was confirmed due to a kink observed in the shaft proximal to the edge of the stent. This kink compromised the deployment mechanism, preventing the stent from passing the affected area. Additionally, the outer sheath was found to be separated, ¿inner shaft ¿ exposed braidewire/corewire¿ of the inner shaft was observed. The exact causes of these issues could not be determined. However, a vision system evaluation of the separated areas revealed elongations on both edges of the outer sheath and exposed braidewire, indicating material tensile overload. The vessel characteristics at the target site, including moderate calcification, severe tortuosity, and 70% stenosis, were likely contributing factors, as evidenced by the condition of the returned product. Based on the available information, it is suggested that the device was subjected to forces exceeding its material yield strength prior to the noted separations. Procedural factors, handling during use, and vessel characteristics may have all been contributing factors. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available nor the product evaluation suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent of an 8mm x 40mm precise pro x carotid self-expanding stent (ses) delivery system failed to release properly and was unable to be deployed. There were no reported injuries to the patient or signs of infectious disease. This was during a carotid artery stenting (cas) procedure performed by a trained operator. The vessel characteristics at the target site included moderate calcification, severe tortuosity, and 70% stenosis. The device was stored and prepped per the instructions for use (IFU). The handle of the device was held flat and straight outside of the patient. There was no difficulty removing the delivery system from the patient, and it remained in one piece during its removal. There was no indication that the stent was partially deployed when removed from the patient, and no attempts were made to deploy the stent after it was removed. The device will be returned for evaluation. Addendum: product evaluation revealed that the inner shaft braid wire is exposed due to a separation of the outer sheath.